Event description:
I have had breast implants since 2012 and have been sick last 3 yrs and couldn't get a diagnosis. They always blamed it on thyroid even though I had been taking my medicine, but the last year has gotten worse. I have had blood transfusions and iron fusion which I had allergic reaction twice to and the drs couldn't even figure out where was my blood going. There was no area that could be found but it kept getting lower, kept having transfusions. Lost 3 months ago, I had one and I am only couple points away for another, my breast implants are not the sizes they were and one side you can't feel it at all. They have ruptured and where can I get help to get them out. They are making me sick, it explains everything I have went through. It's a nightmare. FDA safety report ID# (B)(4).